Event description:
Patient complained of chest pain after port installed and then the following week during chemotherapy. Catheter was tested using contrast and found to leak when occluded -about 3-4cm from port-. This port manufacturer/part# has been used before and after this incident without failure. Company and ecri contacted and indicated no recalls in effect. Physician has indicated they do not know if product problem or insertion technique problem.